Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 11 mm in length target lesion was located in the moderately tortuous, moderately calcified and 3 mm in diameter left anterior descending (lad) artery. A 3.0 mm x 12 mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, during procedure, the delivery shaft got broken at about 55 cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 20363486 to 20488241. Device expiration date corrected from 03/31/2020 to 04/30/2020. Device manufactured date corrected from 03/06/2017 to 04/05/2017. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The hub, hyptotube, port/exit notch, inner/outer shaft were microscopically and tactile inspected. The device was bloody. Inspection revealed numerous kinks in the hypotube, with a separation in the hypotube located 61cm from the tip of the device. The fracture faces were ovalized, as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 11mm in length target lesion was located in the moderately tortuous, moderately calcified and 3mm in diameter left anterior descending (lad) artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion. However, during procedure, the delivery shaft got broken at about 55cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.